Manufacturer narrative:
Based on the available information, this event could lead to a serious injury. The end user stated he removed the wafer and applied a tape-less wafer hollister. He also stated the skin began healing within a day. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) /2013.

Event description:
End user reported redness after 2nd day of wear-time. The end user also stated the redness mirrored the tape border of the wafer.